Event description:
The original analysis determined that the complaint fell into the remedial action exemption category. During nellcor puritan bennett's evaluation of the unit in 1/2006, it was concluded that the failure of no audio was isolated to the main pcb. This failure is not associated with remedial action. There was no pt harm reported.